Event description:
It was reported the patient came for line flush and blood test, PICC line accessed antt it was flushing well but not bleeding back, patient reports some discomfort on initial saline flush. Discussed the PICC line with another staff, tried to flush saline again and same not bleeding but flushing, the staff tried to aspirate again and there was about 4ml saline aspirated from the PICC, discussed possible hole/cut or possible line movement. PICC removed and identified a fracture on 9cm. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.